Manufacturer narrative:
Follow up with the customer indicated that his blood glucose level was fine (130 mg/dl). The t:slim user guide indicates pump is to be used with individuals 12 years and greater. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that customer ((B)(6)) received boluses that were not requested. Customer's blood glucose (bg) level was 127 mg/dl. Customer would eat food to manage bg levels. Reportedly, customer generally delivers own boluses.